Event description:
Two pre-bent maxillary plates (right and left) were implanted for a maxillary advancement lefort 1. Patient complained of pain. Both plates were noted as broken in the same location. Plates were removed. No additional hardware was placed. Surgeon was satisfied with the security of the bone. This is the 2nd of 2 reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Implanted in 2005. Synthes is unable to determine manufacturing date without a lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.